Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The calcified lesion in the righ coronary artery was predilated. While attempting to deliver the taxus express2 3.0x32mm drug eluting stent to the target lesion, the physician used torque and the shaft broke. The physician was able to removed the fractured shaft and the procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.